Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call to have received a motor error alarm. Customer did not report a motor position encoder error alarm. Customer's blood glucose was 461 mg/dl. During troubleshooting for motor error alarm, it was found that insulin pump was not exposed to magnetic field or MRI; drive support cap appeared normal and customer was able to complete rewind process. Alarm history showed more than one motor error alarms within the last thirty days. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The pump alarmed motor error during the occlusion test and was unable to prime during the prime test due to a faulty force sensor resistor. The pump passed the operating currents measurement, self test, unexpected restart, and displacement tests. Unable to perform the occlusion test and no delivery test due to the prime anomaly. The pump had a cracked case at the display window corners, battery tube threads, a broken belt clip slot, minor scratches and a cracked display window.